Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the corroded flat cable, rear panel, and tank socket was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The xenon light source was returned to the service center with a report of a scope error (e300). This did not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, a corroded flat cable, rear panel, and tank socket were found. There was no patient involvement.